Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, the patient is not doing well with his distance and near vision. Additional information was provided by the surgical coordinator that the lens was removed in a second procedure.